Manufacturer narrative:
This report is based in part on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2011 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 that revealed an out of spec analysis for the 6947. As there is new information, this lead no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4) the full lead was returned and analysis found that the helix was disengaged from helical channel, the outer insulation had a cosmetic cut, and there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned and analysis found no anomalies. However it was noted that all conductors were distorted, the distal conductor was cut, blood/body fluid on all conductors (not obstructed), there was outer insulation breach cut, and there was apparent explant damage. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the lead was removed and replaced due to suspected pocket infection. No further patient complications were reported as a result of this event.

Event description:
It was reported the leads were removed and replaced due to suspected pocket infection. The right ventricular lead was returned to the manufacturer, analyzed, and tested out of specification. No further patient complications were reported as a result of this event.